Manufacturer narrative:
Investigation is ongoing; device not returned.

Event description:
As reported, during the procedure to implant a 26mm sapien 3 ultra case in aortic position by transfemoral approach, due to tortuosity and calcified femoral arteries, it was not possible to cross the commander delivery system (cds) with crimped valve through the esheath. Per video provided, the delivery system perforated through the sheath liner. Both the cds and esheath were retrieved and a new esheath and valve were inserted in the opposite femoral artery with success. No patient injury occurred and patient was good and safe, there were no complications.

Manufacturer narrative:
As the device was not returned for evaluation, no visual inspection, functional testing and dimensioning testing could be performed. Imagery was returned and revealed the following: the delivery system and crimped valve punctured through the sheath. Tortuosity present in the patients access vessel. No lot number was provided therefore no device history record (DHR) review was done. An existing technical summary is applicable to this event therefore no manufacturing mitigation is required, no lot history review or complaint history review was performed. The instructions for use (IFU) for commander delivery system s3/s3u, ce france were reviewed. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for introduce and navigate system through sheath access vasculature resistance between system components inability to advance through sheath and introduce and navigate system through sheath access vasculature liner punctured were confirmed through review of provided imagery. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Of the root causes identified, the following were identified as applicable to this event: tortuous patient anatomy can create suboptimal angles that can lead to noncoaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As reported, during procedure, due to very tortuous y femoral arteries, it was not possible to cross the commander delivery system (cds) with crimped valve through the esheath. In addition, review of provided imagery shows presence of tortuosity in the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of suboptimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As reported, during procedure, due to y very calcified femoral arteries, it was not possible to cross the commander delivery system (cds) with crimped valve through the esheath. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. The technical summary also outlines the extensive manufacturing mitigations inplace to detect a defect or nonconformance associated with this issue. There are several 100% inprocess inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing nonconformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (excessive manipulation, valve caught on sheath) may have contributed to the reported event. An existing technical summary has been documented therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.